Event description:
It was reported that the touchscreen of the customer's device was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up with technical support and was in the process of obtaining a new device, as their current pump was out of warranty.